Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 5-apr-2024, the patient reported that the five infusion set cannula was bent and patient face symptoms within 3 hours of insertion. The site of insertion is abdomen. The blood glucose level was 280-300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-06188 - device 4 of 5.